Manufacturer narrative:
Zipper elements separating.

Event description:
It was reported by a distributor that they received a posey bcs acute care, ltc model 8050 from a facility with no reported product issue against the canopy. The distributor inspected the canopy and noticed that the zipper elements on the large window were not interlocking when zipped up. There was not pt injury reported.